Event description:
During a renal assisted laperoscople donor nephrectomy(naldn), the surgeon noticed that the clips had slipped off a "fragile" renal vein and the procedure was required to go to an open procedure.